Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Dso (downstream occlusion) sensor delamination and scratched rear label. Customer's reported problem was verified by visual inspection. The cause is the downstream sensor seal. Replaced downstream sensor seal to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that device's downstream occlusion sensor was delaminated. Found during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.